Event description:
Customer contacted beckman coulter inc. (Bci) in regards to erroneously high sodium (na), potassium (k), calcium (ca), and low chloride (cl) results, which were generated by synchron cx5 delta chemistry analyzer. Samples were repeated and the repeat results were within the reference range. The erroneous results were not reported out of the laboratory and patient treatment was not impacted.

Manufacturer narrative:
The ise system was calibrated and the results were within the lab's established ranges. The customer performed electrolyte cam maintenance, replaced na electrode, cleaned both na electrode face, recalibrated the system, and ran quality control for all electrolytes. The field service engineer (fse) engineer bleached the flow cell and aligned the sample probe. No further calls in regards to this issues have been made. A clear root cause has not been identified.